Event description:
It was reported that when a patient presented to the hospital with fatigue and presyncope, noise was observed on the atrial channel. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.